Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during cataract surgery with intraocular lens implantation the intraocular lens (iol) came out too early. Became stuck in wound. Subsequently the lens was removed during initial procedure and completed with another unspecified lens. Additional information has been requested.